Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm maverick balloon catheter was selected for use. However, upon advancing into the guide catheter, the mid section of the hypotube broke. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a maverick2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There were numerous hypotube kinks throughout the device. There was a complete hypotube separation 87cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The entire length of the distal shaft from the exit notch to the balloon was damaged (22cm in length). The material of the shaft appeared to be snagged/pulled against another device or object. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm maverick balloon catheter was selected for use. However, upon advancing into the guide catheter, the mid section of the hypotube broke. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.